Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. The root cause is attributed to inadvertent use error. A design change was implemented in july of 2019 to help alleviate this type of complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the pin is broken off on the tip of the instrument. Found in the set this way. No surgical delay.